Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).

Manufacturer narrative:
The cello balloon catheter was returned for evaluation and a tear was found on the balloon. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
On (B)(6) 2014, the pt underwent intervention. During the procedure, it was reported the cello balloon was advanced into the ica (internal carotid artery) and inflated; however, the balloon could not maintain inflation due to a rupture and it was removed from the pt and exchanged for another balloon. It was noted the cello was tested during preparation prior to insertion into the pt. The pt was not harmed from the cello malfunction. The pt is currently recovering from the effects of a stroke.